Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "device migration". This record is for the right side. The device was explanted and replaced. It is unknown if it will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration/malposition and capsular contracture, baker grade iii.